Event description:
It was reported that the system was shutting off during scans and it locked up once. This caused the patient to be re-scanned. It was determined that the tx encoder and the motor controller pcb needed to be replaced. Once this was done, the system is working as intended.